Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed and one unpackaged ar-12990, knee scorpion, batch number 83609, was received for investigation and the functional testing revealed no problems. The proper function is given (see evaluation pictures 3 + 4). No fragments were returned for evaluation. Upon visual inspection, it was observed that the device shows signs of metal surface oxidation (see evaluation pictures 5 + 6). The most likely cause for the reported failure can be attributed to wear and tear due to the age of the device (manufacturing year 2017).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the repair of a radial posterior meniscus tear, the tip of the needle broke off. The broken piece remained in the patient´s knee. The surgery was finished successfully with a different device (ar-4580). It was not necessary to switch the surgical technique or do a second surgery.